Event description:
It was reported that during a esophagogastrectomy procedure, the anvil would not attach to the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 07/07/2009. Information anticipated, but unavailable at this time.